Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the pump was not returned an investigation was not possible. A DHR review was completed and found no non-conformances associated with the device. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump is delivering air to patient. They stated that they noticed it when the patient started vomiting. The initial reporter stated that they were able to clear the air from the tubing and complete the patients feeding after that. They also stated that there was no delay in therapy or adverse effects related to the event. Mmdg followed up with the initial reporter where we were able to confirm that the patient was ok after the event and that they did receive a replacement pump. [(B)(4)].